Event description:
In 2006, the pt was treated for a thoracic aortic aneurysm with three gore tag thoracic endoprostheses. The pt experienced a distal type I endoleak. The following year, the physician re-intervened and successfully resolved the endoleak. The pt was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verfiied that this lot met all pre-release specifications. Also implanted in this pt were #03982598 and # 03682142.